Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient was no longer able to charge the ipg after going through a magnetic resonance imaging (MRI) machine. The patient underwent an ipg replacement procedure. The physician believed that the ipg was damaged due to MRI.